Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (9 mg/dl or less) and 75 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.